Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported following a lead replacement (manufacturer report number 1627487-2026-00874) on (B)(6) 2026. The patient experienced excessive bleeding and high blood pressure. Patient was brought back into the operating room where the physician found no hematoma or any abnormalities. Patient was stable post-op.